Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had an issue with inadequate sealing. The instrument was in use with a forcetriad generator, and the issue continued when tested with an ls10 generator. A new device was connected to the generator and had no issue with sealing. There were no regrasp alarms or evidence of energy delivery, but an end tone was heard. No patient injury resulted from the issue.

Manufacturer narrative:
Correction: evaluation summary one device was received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product were within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.